Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted for an unknown reason the day after it was implanted. Additional information was requested, however no new information was available. No additional adverse patient effects were reported.

Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Testing was completed to assess lead electrical performance and inner insulation integrity, and measurements throughout this tests were within normal limits. X-ray was performed with no findings, however there was a cut in the lead body likely due to the extraction procedure. Laboratory testing was unable to reproduce any clinical observations or abnormalities that would have contributed to the explant of this lead one day post implant.